Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a peritoneal dialysis (pd) transfer set. The customer experienced no flow through the transfer set which led them to return to the hospital to replace the set. The removed transfer set was pressed with air using a syringe connected to the dark blue connector (female connector) to see if it could be unblocked. During this process of trying to unblock the transfer set line, a white particle was discovered at the catheter adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.